Manufacturer narrative:
Data review: console logs were consistent with what was reported in the complaint. Imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. (See ¿(B)(4)¿ in the attachments). Device analysis: console (B)(4) was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken. (See ¿(B)(4)¿ in the comments) root cause: the purge disc flag on ic8041 was observed to be broken and was the root cause of the inability to detect the purge disc. (B)(4) documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. (See ¿(B)(4)¿ in the attachments for image of broken flag with retainer removed to inspect for fluid ingress) repair: before sending this console back to the customer, field service was instructed the following: - replace the purge disc detect flag [(B)(4)] and purge flag spring [(B)(4)] - perform sections 10-12 of pm procedure (B)(4)] - perform a full functional check on the console and optical system [(B)(4)] subcomponent name: purge flag. Material number: 3001198. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a q3) complaint history review - have there been any other complaints against this console? Yes. Three other complaints were made against this console: (B)(6): ¿black flag for the purge disc broken¿. Confirmed broken purge disc flag. (B)(6): ¿purge alarms keep happening after replacement cassettes¿. The root cause of the alarm of purge fluid not detected and rfid error (invisible to user) was a defective pud (B)(6): ¿aic sn: (B)(6) lost placement signal and the console had to be switched out¿. Oscillating contrast observed but the root cause could not be conclusively determined due to the inability to reproduce. Phr summary: there were issues related to the complaint discovered when reviewing the product history of console ic8041 - a prior complaint with the same fm/rc (smartsolve #(B)(4)).

Event description:
A 60-year-old female patient with cardiogenic shock had an attempted impella 5.5 insertion via the axillary artery. The patients' comorbidities were unknown. The patient¿s clinical state prior to initiation of support is/was identified as scai stage d shock and they were on an intra-aortic balloon pump, medical therapy and respiratory support. Upon set up the automated impella controller the nursing staff noted that the purge disc and cassette were not recognized so an alternate automated impella controller was used without issue. Due to a heavily calcified axillary artery the decision was made to abort proceeding with placing the impella 5.5 and transition to an impella cp. The impella cp was placed with no noted issues and support was initiated. The patient outcome is unknown.